Event description:
The patient reported that after her pump was implanted, it kept flipping over. The patient stated her dosage was adjusted and she was "doing good on the pump". Six months later, the patient requested that the pump be revised since it kept flipping. The patient stated that, when the hcp went in to revise the pump, the hcp found many kinks in the catheter. The catheter was revised. The pump was programmed to deliver morphine - concentration and dose were not reported. See manufacturers report number: 6000030200702239.

Manufacturer narrative:
.